Manufacturer narrative:
(B)(4). The expiration date is not currently available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by the affiliate via email that during an unknown procedure the trigger of the truespan 12 degree peek got loose after the first implant was fired, and the second implant couldn¿t be fired and the surgeon had to removed the first implant from the meniscus. No patient consequence and no surgical delay was reported. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date, evaluation codes: investigation summary: the complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device [4l01912] number, and no non-conformances related to the reported complaint condition were identified. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: the batch review 4l01912 showed that the 98 devices were conformed to in process and finished goods specifications when released to stock on (B)(6) 2019. Expiration date: march 31st 2022 (according to retained labels). Nc-0113925 was opened relating to a planned nonconformance from truespan workflow 103197450 rev3 with no link with this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.